Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the reported event could not be identified. Based on the results of the investigation, the most probable cause of the event was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device had exhibited dirt on the light guide glass. There was no patient involvement.